Event description:
Pump infused too quickly (24 hours instead of 5 days).

Manufacturer narrative:
Eval summary: the device involved in this complaint was not available for eval. The info contained herein is based on the info provided by the initial reporter. The info provided indicated that the pump infused too quickly. No other info was provided, including the lot number. Multiple requests have been made for add'l info. If add'l info that is pertinent to this event becomes available, I-flow will reopen the complaint.